Manufacturer narrative:
Concomitant products: product ID: 3550-03, lot# n522796, implanted: (B)(6) 2015, product type: screening device.

Event description:
Information was received from a company representative regarding patient who was implanted with a neurostimulator for parkinson dual it was reported that the healthcare provider (hcp) noticed the pocket adaptor had an open circuit during the normal implantable neurostimulator (ins) replacement. The ins and pocket adaptor were replaced and everything was working fine. It was indicated that the hcp would send ins and pocket adaptor back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.